Manufacturer narrative:
The investigation for the positioning issue has been completed. The pump was returned and was visually inspected. The cannula was noted to be slightly deformed. No cannula kink or catheter kink observed. No other issue found. Clinical stated: pump repositioning was not optimally solvable. The root cause of the positioning issue cannot be determined since insufficient clinical information was provided to determined why the pump was unable to remain in the correct position. Added d9 device return date.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that there were positioning issues. The pump became mispositioned in the aorta. Repositioning was not optimally solvable, which is why the decision was made to wean and explant the pump. The patient survived the event.